Event description:
Dealer states the unit is displaying an error code e06 right brake fault. Per the dealer, the chair keeps shutting off going down the ramp. Dealer did not want to give any patient information.